Event description:
Medtronic received information via literature regarding "vacuum-assisted and gravitational venous drainage in aortic valve surgery: a propensity-match study". All data were collected from multiple a single centre between september 2016 and september 2022. Device serial/lot numbers were not provided. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: ¿ bbap40 centrifugal blood pump ¿ medtronic elongated one piece arterial cannula (20 or 22 fr) ¿ two-stage 29/29 fr venous cannula (mc2 91329c) ¿ 20 fr left heart vent catheter ¿ affinity oxygenators ¿ coronary artery ostial cannulae (10fr, 12fr or 14 fr) the quantum perfusion system made by spectrum medical was also used. Among all patients, two in-hospital deaths occurred in the vacuum-assisted venous drainage (vavd) cohort. Based on the available information, the deaths may have been attributed to medtronic products. Specific causes of the deaths were not provided. Among all patients, adverse events included: ¿ one cerebral stroke ¿ severe postoperative acute kidney injury (aki) ¿ atrial fibrillation ¿ elevated postoperative aspartate transaminase (ast) values ¿ higher median postoperative peak high sensibility troponin I levels based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Continuation of d10: product ID spmonquan (unknown serial/lot); product type: 0190-electro mechanical systems; implant date n/a; explant date n/a product ID spmonquan (unknown serial/lot); product type: 0190-electro mechanical systems; implant date n/a; explant date n/a product ID bbap40 (unknown serial/lot); product type: 0189-disposables; implant date n/a; explant date n/a product ID 95212 (unknown serial/lot); product type: 0189-disposables; implant date n/a; explant date n/a product ID 95212 (unknown serial/lot); product type: 0189-disposables; implant date n/a; explant date n/a product ID 77420 (unknown serial/lot); product type: 0183-cannula; implant date n/a; explant date n/a product ID 77420 (unknown serial/lot); product type: 0183-cannula; implant date n/a; explant date n/a product ID 77422 (unknown serial/lot); product type: 0183-cannula; implant date n/a; explant date n/a product ID 77422 (unknown serial/lot); product type: 0183-cannula; implant date n/a; explant date n/a product ID 91329c (unknown serial/lot); product type: 0183-cannula; implant date n/a; explant date n/a product ID 91329c (unknown serial/lot); product type: 0183-cannula; implant date n/a; explant date n/a g2: citation: authors: raffaele silvano, pietro giorgio malvindi, francesca mazzocca. Vacuum assisted and gravitational venous drainage in aortic valve surgery: a propensity-match study. Perfusion vol. 40(1) 221¿228 2025. 10.1177/02676591241230610. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.